Event description:
A micro drill long straight attachment was sent for eval because the drill bit was noted to wobble in the attachment prior to use. An alternate attachment was used for the procedure without incident.

Manufacturer narrative:
Add'l info will be submitted once the device is received and the quality investigation is completed.